Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that during a meniscal procedure the customer's meniscal deployment gun deployed the first implant fine but the second implant did not deploy. The sales rep stated that the spring on the trigger of the device locked up and got stuck. The sales rep reported that the surgeon completed the procedure by cutting out the first implant and moved other to finish with a competitor's device. The sales rep reported that there were no patient consequences but there was a 10 minute delay in the case. The device will be returning for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. The applier was received with a loaded needle. It was found that the needle is stuck and the main pusher rod, deployment rod, is stuck inside the needle and is extended out of the needle. The grey trigger was found to be loose. Inspection of the needle found that the first implant is cut, and the silicon tube and second implant are pushed/shifted toward the distal end of the needle. The needle was forced out of the gun for further inspection. Once the needle was removed, the grey trigger was working fine, and not loose anymore. The main pusher rod, loading rod, and the key feature were inspected for any damage and none was found. A combination of over penetrating the first implant and not releasing the trigger during going to the next spot resulted in the shifting of the silicon tube and second implant causing the main rod to jam under the implant. The root cause of this failure is attributed to over-penetrating the first implant and user technique. A batch record review has been conducted and our results indicate that this batch of product was processed without incident that could cause this failure. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Therefore, no further actions are warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).